Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging that her one touch ultra mini meter did not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt said the product issue started on (B) (6) 2010 at 7:15 am. Afterward, at 12:00 pm, the pt said she had headaches. The pt apparently went to the ER. She reported that a reading of 212 mg/dl was obtained on the ER meter and she was treated with 30 units of humalog 70/30 insulin. The csr documented that the meter did not turn on with test strip insertion or with pressing the power button. The csr also documented that the meter battery did not need to be replaced. The pt's product was replaced. This complaint is reported because the pt alleges that her one touch ultra mini meter does not turn on. After the product issue started, the pt claimed to have symptoms and rec'd treatment with insulin in the ER.